Manufacturer narrative:
Account information corrected.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report possible tissue/device damage. It was reported that the mitraclip procedure was performed to treat mitral regurgitation (mr). After the third clip was implanted tissue damage may have occurred and/or the implanted clip may have slightly ruptured and/or a non-abbott clip could have caused or contributed to the reported rupture. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported frayed gripper cover and clip cover could not be determined in this case. Tissue damage appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided.